Event description:
It was reported that the atrial lead exhibited noise. The noise was reproducible with isometric testing and large amplitude noise was observed with pocket manipulation. It was planned to program the pulse generator to vvir mode as the patient is in atrial-fibrillation.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.